Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. After the alarms. The customer was able to resume insulin delivery after the alarm or had changed the location of the infusion set site. The customer's blood glucose level was not impacted.